Event description:
On (B)(6) 2023, patient underwent bard MRI powerport implantable port placement procedure for unknown medical condition. About sometime post a port placement, patient was diagnosed with unspecified infection. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) 2023, a patient underwent port placement via the right internal jugular vein for the treatment of rectal cancer. Approximately thirty days later on (B)(6) 2023, patient was diagnosed with staphylococcus aureus infection and methicillin sensitive staphylococcus aureus (mssa) bacteremia, which was confirmed through blood culture. It was further reported that there was purulent material found at the port site. Subsequently, the port was removed on the same day. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, medical report was provided for review. Medical record alleges that, patient was implanted with port implantable infusion powerport MRI airguard for the treatment of rectal cancer via the right internal jugular vein under fluoroscopic guidance. One month later, patient presented with bacteremia and underwent port removal. The port pocket was found to contain purulent material, which was swabbed and sent for microbiology culture which confirmed positive for methicillin sensitive staphylococcus aureus. Therefore, it can be confirmed that the patient had methicillin sensitive staphylococcus aureus infection and bacteremia. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, component, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.